Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. The product was implanted on (B)(6) 2009. Boston scientific's obtryx sling was also implanted at that time. The complaint via the attorney was that the patient suffered an injury (unspecified). It is not known when the event occurred. It is not known what the patient's current condition is. No information has been confirmed by a health care professional.